Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), fluid column was lost. Multiple attempts were made however column was still lost therefore the sgc was not used. There was no patient involvement. There was no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.